Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly an accolade tmzf hip stem and lfit anatomic v40 femoral head were implanted on (B)(6) 2007. It is further alleged that "after implantation the patient began experiencing discomfort in the area of the device. Additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine. As a result, the patient was forced to have the device surgically removed."